Manufacturer narrative:
(B)(4). [D4: complete device identification information was requested but not provided by the healthcare facility]. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt1044 optiflow 3s nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The optiflow 3s nasal cannula features side swapping capability, allowing the tubing to be positioned on either side of the patient. The interface is held in place by a head strap and features a cannula tube clip which works in tandem with the blue tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow 3s interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel (f&p) mr850 and 950 humidification system devices. Optiflow 3s interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow 3s interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in michigan reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt1044 optiflow 3s nasal cannula was found damaged during patient use. The healthcare facility reported that the patient had desaturated as they were attempting to move the patient to bipap therapy. F&p have requested for further information on the patient consequences and status, details on the sequence and number of events, and details on lot and batch numbers. The healthcare facility reported that the devices were all discarded and no photographs were taken. This MDR report is related to 9611451-2024-00645.

Manufacturer narrative:
(B)(4). [D4: complete device identification information was requested but not provided by the healthcare facility] [corrected data: b5,g3,g6,h2,h6]. Product background: the opt1044 optiflow 3s nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The optiflow 3s nasal cannula features side swapping capability, allowing the tubing to be positioned on either side of the patient. The interface is held in place by a head strap and features a cannula tube clip which works in tandem with the blue tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow 3s interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel (f&p) mr850 and 950 humidification system devices. Optiflow 3s interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow 3s interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the subject opt1044 optiflow 3s nasal cannula was discarded hence was not returned to f&p for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility has stated that the tubing of an opt1044 optiflow 3s nasal cannula was damaged and detached at the 3-way connector while changing the patient to bipap therapy. The healthcare facility reported that the patient had desaturated as they were attempting to move the patient to bipap therapy. However, the healthcare facility did not provide any additional information on the level of desaturation. Conclusion: with limited information provided by the healthcare facility and without any photographs or the return of the subject device, our investigation was unable to determine the cause of the reported damage. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt1044 optiflow 3s nasal cannulas would have met the required specifications. The user instructions which accompany the optiflow 3s nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the tubing connection is properly inserted and the canula tube clip is appropriately attached. The user instructions also state: - "failure to properly insert the tubing connection may result in loss of therapy." - "failure to follow the fitting instructions can compromise performance and affect patient safety." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy."

Event description:
A healthcare facility in michigan reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt1044 optiflow 3s nasal cannula was damaged and detached at the 3-way connector while changing the patient to bipap therapy. The healthcare facility reported that the patient had desaturated as they were attempting to move the patient to bipap therapy. However, the healthcare facility did not provide any additional information on the level of desaturation. The healthcare facility reported that the device as discarded and no photographs were taken. This MDR report is related to 9611451-2024-00645.